Manufacturer narrative:
UDI section of d4 is unknown, no product information has been provided to date. B3: date of event is unknown, no information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit is leaking. Patient involvement is unknown.

Manufacturer narrative:
G1,2 email is: regulatory.responses@icumed.com. One device was received. Per visual inspection, water tank cover cracked on the bottom right side around the screw hole, faded line cord and quick connect corroded. Per functional testing, the device was leaking from the bottom right side around the screw hole. The complaint was confirmed. The root cause was a cracked water tank cover. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced water tank cover, line cord, reservoir gasket, o-rings, and quick connector. Performed calibration. The device passed all functional and delivery tests.